Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, opening and underweight. A microscopic analysis was performed which identified one sharp crease in the anterior side with non-penetrating nicks around the opening. Based on the device analysis the final assessment is: a sharp opening in the anterior side due to a fold flaw opening.

Event description:
Device has been explanted.